Event description:
Event desc: chemotherapy was infusing when leak noted by a family member. The rn clamped the port and was able to contain the chemotherapy. Did this event involve an electrophysiology procedure? No. Device usage problem: device failed (e.g. Broke, couln't get it to work or stop working. Additional info provided by the facility indicated the pt suffered no adverse sequela associated with the incident. The samle was discarded and not available for info. The lot number and the catalog number remain unk.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated and a lot number and catalog number were not reeported. Without the sample and a lot number or catalog number a complete eval could not be performed. After several attempts to obtain additional product info, the facility indicated no additional product info was available. No specific conclusions an be drawn.